Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that without changing to any specific position, the ins would stop stimulation suddenly. The patient reported that sometimes is for a few seconds and other times for a couple of minutes. The patient reported that sometimes the setting on the controller showed 0v and sometimes it showed a number. The patient reported that the ins stops often, it happened while walking around the block, while she was sitting down or driving. The patient made sure he ins was fully charged and she wasn¿t sure if the issue was with the controller or implant. The patient reported that on group a she had adaptive stimulation but didn¿t know if she did on her current group c. The patient reported that the group had never changed randomly. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient¿s device still took a bit to connect. The rep reported that they reset the adaptive stimulation on the device, but the patient claimed the device kept turning on and off. The rep noted that all was good with the patient¿s device. No further complications were reported.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The repreported that the patient was getting out of regulation (oor) and stimulation level was at zero. The rep reported that electrode 12 was 29,820 ohms. The patient was using group b, prog#1 12+ 13- 14+ 580pw 55hz, prg#2 9+ 10- 580pw 55hz. The rep wasn¿t able to givemore impedance values and she reprogrammed the patient. The rep couldn¿t find the report of the last programming session she did and she got a message about the session not ending properly. The patient also reported that she couldn¿t connect with the ins unless the patient was laying on her stomach. The ins felt flat and was anchored down per the healthcare provider (hcp). The rep was to meet with the patient again since there was no way to troubleshoot since the rep couldn¿t connect to the ins. Additional information was received from the rep on 2019-01-23. The rep reported that last week they could only connect with tablet/ins when the patient was on their belly; the patient would sit up during programming and they¿d lose connection. The rep reported that now today they were seeing ¿no device found¿ even with the patient on their belly. The rep reported that the controller and recharger communicate fine and showed the ins was 50% and they can feel the ins and didn¿t think it was too deep. The rep didn¿t think it was their communicator as the green light was on and it just worked with another patient and they had this same issue last week. The rep restarted the app and power cycled the communicator twice and the issue resolved. Once connected, the rep reported that the ins turned on/off and patient felt surges and contact 12 had high impedances. The rep reported that when stimulation turned off, the patient felt it turn off and the controller showed it went to 0.0ma and they have also seen oor. The rep reviewed adaptive stimulation and the only position that had intensities programmed were upright and all other positions for the 2 programs were 0. It was reviewed that this is why the ins would go to 0 whenever the patient was in a non-upright position. The rep indicated that they were going to completely redo the adaptive stimulation. It was noted that at the end of the call the patient decided they would adjust manually so adaptive stimulation was left disabled. The rep reported that the patient had groups a-c and all were showing oor. The rep deleted a and b so they were left with c with two programs. Program 1 was using contacts 1, 2, and 3 at 450 pulse width, 55 rate and program 2 was using contacts 10, 14, 15. The rep ran impedances and checked reference electrodes 0, 4, 9, and 14 which continued to show contact 12 around 26,000 ohms and the rest of the pairs were 1,000-1,200 ohms. The rep reported that after checking impedances, the group was no longer in oor. The rep was able to increase program 1 and 2 to patient¿s liking at 3.4 and 2.8ma with no oor. The rep confirmed that they had no communication issues with the tablet/ins through the programming session. No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.